Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b node noise and baseline shifting resulting in an inappropriate shock. This device was tested in clinic with provocative maneuvers with noise unable to be reproduced. Rhythmcare discussed the possible causes and recommended additional troubleshooting steps including performing an x-ray to evaluate system integrity. This system remains in service. No adverse patient effects were reported.